Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. It was indicated that there was an anatomical interference, there was no angulation or kink in the delivery system upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, a cause of the reported incident could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated cribriform occluder was selected for implant using an unknown sized unknown manufacturer delivery system in an atrial septal defect. During implant, the right atrial disc did not expand properly. There were no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and exchanged for a new unknown sized unknown device, which was successfully implanted. No patient consequences were reported.